Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the b5 section and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 13july2020: the procedure performed was a left heart catheterization/stent placement using a 6fr sheath. A pre-deployment angiogram was performed.

Manufacturer narrative:
Expiration date - unknown due to catalog and lot number being unknown. UDI - unknown due to catalog and lot number being unknown. Explanted date: device was not explanted. PMA/510(k) - unknown due to catalog and lot number being unknown. Device manufacture date - unknown due to catalog and lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production catalog and lot number were not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal tamping tube got stuck inside the tissue of the patient and was discovered two weeks after initial surgery and had to be surgically removed. The patient was in stable condition. The procedure outcome was successful.